Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment but had difficulty crossing the lesion. The stent got caught on the previous stent in the diagonal branch, dislodged, and floated down to the iliac. The physician was unable to snare the stent and a vascular surgeon was called. The vascular surgeon said where the stent landed would be okay so the procedure was completed using an alternate method. There were no patient complications and the patient fully recovered.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment but had difficulty crossing the lesion. The stent got caught on the previous stent in the diagonal branch, dislodged, and floated down to the iliac. The physician was unable to snare the stent and a vascular surgeon was called. The vascular surgeon said where the stent landed would be okay so the procedure was completed using an alternate method. There were no patient complications and the patient fully recovered. It was further reported that resistance was encountered while passing through the previously implanted diagonal stent, but the stent was not touched. No pressure was applied to the delivery system balloon prior to the stent becoming dislodged.